Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an upstream occlusion alarm during testing. There was no patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a peeling downstream sensor seal. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test; however, evidence was found in event history log. The investigation found no issues with the advice regarding the error; no fault was found. For corrective action, the upstream sensor was replaced as a preventative measure. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has been in for service previously. These repairs would not have impacted the upstream sensor functionality. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).